Manufacturer narrative:
Product complaint #: (B)(4). Batch # p58v3z. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, circular stapler was taken out from the packing with sterile technique. Surgeon has followed all the steps properly and even the firing sequence was completed with proper audible click sound. Later surgeon found anastomosis was not done properly as the staple line was not formed a complete ring and it¿s only half circle. Cdh29a cut the entire circle but the staple line was not formed for the complete circle. Rest of the procedure was completed using sutures and it took too long time. Additional information was provided that as the staples didn¿t formed the complete circular staple line, surgical procedure was extended by almost 75 minutes more. Rest of the surgery was completed by suturing technique. There were no patient consequences or changes to the post-operative care reported. Patient will be discharged in couple of days.